Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Also, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient and their parent reported that the patient's blood glucose rose to 377 mg/dl while wearing the pod for a duration of 4 to 24 hours. They were uncertain whether the cannula had been properly inserted. Upon inspection, they discovered that the cannula had not deployed and appeared to be stuck, indicating a failure of the needle mechanism during activation. They confirmed that the pink slide moved forward as expected. Additionally, they observed secretion and dripping from the pod, which was identified as insulin leaking during wear.